Event description:
The valve was implanted for ventriculo-peritoneal shunt at 30mmh2o in 2007. The neurosurgeon couldn't change the pressure setting of the valve, that's why the valve was explanted. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to MFR on 08/24/2009. Results of analysis will be developed in a f/u report.